Event description:
Review of the available programming and diagnostic history showed normal diagnostic results on the date of surgery and at the follow-up appointment.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during initial implant surgery, the vns patient's generator was unable to detect the patient's heartbeat (bpm - ?????). The patient's device was tested and showed normal device function. Follow-up revealed that the surgeon uses a single incision for vns implants and does not perform pre-surgical assessments. Heartbeat sensitivity levels 1-5 were used and the surgeon repositioned the generator multiple times; however, the issues continued. The surgery was completed without verifying heartbeat detection. Emi was not suspected to have contributed to the event. The patient's heart rate on the ECG was 78-80 bpm. The patient had a follow-up office visit on (B)(6) 2015. The physician attempted to verify heartbeat detection during the office visit but was unsuccessful.